Manufacturer narrative:
The intellanav mifi oi catheter was returned to boston scientific for laboratory analysis. Visual inspection revealed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Laboratory analysis was able to confirm the reported clinical observations.

Event description:
It was reported that the radiofrequency generator detected high temperature during an ablation procedure with an intellanav mifi catheter. An error message was displayed, and the ablation was stopped. The irrigation port in the catheter was disconnected (cut) and could not be irrigated. It seemed to have been broken by lot of torque. This issue was persistent. The power control mode was in use at 30 w. The catheter was replaced to resolve the issue. The procedure was completed. No patient complications were reported. The catheter has been returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the radiofrequency generator detected high temperature during an ablation procedure with an intellanav mifi catheter. An error message was displayed, and the ablation was stopped. The irrigation port in the catheter was disconnected (cut) and could not be irrigated. It seemed to have been broken by lot of torque. This issue was persistent. The power control mode was in use at 30 w. The catheter was replaced to resolve the issue. The procedure was completed. No patient complications were reported. The catheter is expected to be returned.